Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and leads had high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7090646 UDI: (B)(4). Product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7080103 UDI: (B)(4).